Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Date of event: unknown. This report is for an unknown pin/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Not explanted. Unknown if device is/not expected to be returned for manufacturer review/investigation. (B)(4). The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was initially treated on (B)(6) 2016 with sternal plate for non-union of sternum following the heart surgery. Post-operatively, on an unknown date, it was noticed that a pin, on the middle of the sternal plate is loose. Patient has not been revised yet and a decision has not been made yet regarding the revision surgery. Additionally, it was reported that the patient was originally placed with wires for sternal closure after a coronary artery bypass graft (CABG) on an unknown date. The patient had a revision due to infection with dehiscence. It was also noted on the x-ray, that the pin from the sternal plate came out. There is no schedule operation planned and no additional information provided at this time. This complaint is for one device this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (ti emergency release pin, part number 460.022, lot number unknown). The emergency release pin was received separated from the plate. It cannot be determined from the pin alone if this was the original pin assembled with the titanium sternal locking straight plate-12 holes, part number 460.019 as individual pins are also available. The pin shows surface wear. The prong, which is intended to lock the pin in the plate, is unbent. A review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed. The returned implants were determined to be suitable for their intended use when employed and maintained as recommended. The customer quality investigation shows that this implant is intended for use in primary or secondary closure/repair of the sternum following sternotomy or fracture of the sternum, to stabilize the sternum and promote fusion. This information is provided per the titanium sternal fixation system (tsfs) technique guide. The overall complaint condition is confirmed as the pin was removed from the plate; however, a definitive root cause of the pin loosening could not be determined given the unknown conditions at the time of the initial implant, during implant, and at the time of removal. Information on patient compliance and activity level, comorbidities, and the surgical technique were also not available. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The pin was received with the prong unbent which is not the intended orientation of the prong while implanted. However, it is unknown when the prong was straightened. The prong is intended to be bent to secure the assembly. Per technique guide the user is to ¿check that the flat prong on the emergency release pin is bent as a slight angle (20 degrees-25 degrees) to reduce the chance of pin migration.¿ furthermore, the technique guide discusses the technique if a new pin is inserted for instances such as emergency reentry. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device has been received and is currently in the evaluation process. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on april 28, 2016, may 2, 2016 and may 9, 2016. It was initially reported that the emergency release pin in the middle of the patient¿s sternal plates had come loose. Wires had originally been used for sternal closure after a coronary arterial bypass graft (CABG) on an unknown date. The patient underwent revision surgery on (B)(6) 2016 due to non-union and wound dehiscence with possible infection. During this surgery, four sternal plates and 31 screws were implanted. It was later noted on x-ray(s), taken on an unknown date, that the emergency release pin had come loose. The issue was reported to synthes on (B)(6) 2016, but revision surgery had not yet been planned at that time. It was further reported that the patient underwent revision surgery on (B)(6) 2016. It was determined that the patient did not have infection as previously suspected¿just reddened skin. The previously implanted hardware had become detached from the patient¿s sternum and the sternum seemed ¿fall apart¿ beneath the hardware. The following observations were made superior to inferior in order: sternal locking star plate 6-holes¿still attached to right side of sternum but pulled out of left side; sternal locking straight plate 12-holes (right side)¿plate still attached to the bone but emergency release pin has detached from plate; sternal locking straight plate 12-holes (left side)¿left side of plate still attached to the bone and right side has pulled out of the sternum; and sternal locking angled plate 12-holes¿plate attached to right side of sternum but has pulled out of left side. None of the screws had backed-out of the plates and were still locked to the plates, so it was conveyed that their locking function was adequate. It was noted that the threads of the screws were no longer held by viable bone in the areas were the plates had pulled away. All of the plates and screws were removed successfully from the patient. It is unknown if additional revision surgery was performed. There was no reported surgical delay. This report is 1 of 4 for (B)(4).